Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a clamp door issue. This condition had the potential to interrupt delivery. This condition was found in the biomedical service department. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed nor reproduced during service evaluation. The assignable cause was not identified. Additional information: a service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information : the device was returned to the customer unrepaired.